Event description:
Event description cpi received information that this endotak down-size plus lead (0125) was removed from service due to the patient receiving inappropriate shocks, then the lead was repositioned on february 20th, 1997. The patient received inappropriate shocks again, and the lead was explanted on march 4th, 1997.